Manufacturer narrative:
On december 21, 2020, the returned autopulse platform (sn (B)(4)) was serviced for preventive maintenance (pm). The autopulse platform passed initial functional testing without any fault or error. However, the platform failed the load cell characterization check during final testing due to a defective load cell module, likely attributed to a defective component or mishandling such as a drop. Upon visual inspection, no physical damage was observed on the autopulse platform. The autopulse platform was manufactured in january 2006 and is almost 15 years old, well beyond the expected service life of 5 years. Service will not be performed as the customer declined the repair. The autopulse platform will be returned to the customer without the repair and it will have a label state "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During preventive maintenance on 12/21/2020, the autopulse platform (sn (B)(4)) failed the load cell characterization test. No patient involvement.